Event description:
It was reported that after successful deployment and implantation of the stent-graft in a loop graft in the patient's left forearm, there were difficulties removing the stent catheter through the sheath. When the catheter was able to removed from the sheath, the tip of the delivery system came off and was lodged inside the sheath. Also, the physician identified a black residue on the back end of the wire and the wire lumen of the device. When the catheter was removed from the sheath there was a piece of black lining attached to it, which was like a wire coating. Since the tip of the catheter was lodged in the tip of the sheath, the physician removed the tip by withdrawing the sheath. There was no report of injury to the patient.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The stent graft remains implanted; however, the delivery system was returned. The evaluation is currently underway.